Event description:
It was reported this balloon burst following 3-4 inflations above its burst pressure during a dilatation of an arteriovenous fistula graft. Follow up indicated resistance was encountered removing the balloon catheter from the dilatation site. An introducer sheath was not used. Continued exertion against resistance resulted in the balloon and a portion of the catheter shaft breaking and detaching in the pt. The balloon and catheter segment remained on the guidewire. Another guidewire was placed along side the existing guidewire and the balloon, catheter segment and guidwire successfully removed from the pt together utilizing a snare. Another balloon was used to successfully complete the procedure. It was indicated closing of the insertion site required one stitch as a slightly larger hole was created during removal of the balloon and catheter segment. No pt sequelae resulted from this event. The pt's condition is good and has since been discharged. The balloon and a portion of the catheter shaft were received, evaluated and retained by this MFR. The engineering eval indicated the balloon was filled with dried red foreign matter. The proximal sleeve was intact on the balloon. The balloon material was very wrinkled. All balloon material was present and microscopic examination did not reveal any tears in the balloon material, although it was indicated the balloon burst. The distal portion of returned catheter shaft and balloon measured 6.5 centimeters. The catheter shaft was broken just proximal to the proximal radiopaque marker, 5.6 centimeters from the distal tip. The shaft was broken under the balloon and detached from the balloon at the proximal bond. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Acces to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The co's follow up revealed this balloon was inflated beyond its rated burst pressure. It was also indicated an introducer sheath was not used with this balloon catheter and resistance was encountered upon removal of this balloon catheter. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. No not reinflate and remove carefully... Caution: if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."